Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery depleted prematurely. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 implantable tachy lead, (B)(6) 2008.

Manufacturer narrative:
This device was included in that field action, but returned product testing was not performed due to pending litigation. Product event summary: detailed analysis of the device was not performed due to pending litigation. Therefore, we are unable to fully evaluate the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 92.9% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. If information is provided in the future, a supplemental report will be issued.